Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that during surgery the lens was getting damaged as it advanced through cartridge and the lens did not enter the eye because the defect was noticed prior to injecting iol (intraocular lens) into eye. Additional information received stated that there have been times that it hasn¿t damaged the lens. But there have been about 3 to 4 times that the lens has been damaged after it was advanced and it had occurred multiple times while advancing the plunger and lens. They believe that there was a defect in the cartridge itself.